Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying correct breast shield fit; inspecting the power supply for damage; powering on the device with the power supply and battery; and resetting the battery. Following troubleshooting, a replacement pump was sent to the customer. The customer's device was returned and was evaluated on 02/02/2018. The device failed suction and cycle specifications. During the evaluation, it was identified that the pump had 800 operating hours. The instructions for use for the freestyle breast pump states that the operating life is defined to be approximately three 15 minute sessions per day, for one year (approximately 274 hours). In follow up with the customer on (B)(6) 2018, she indicated that she developed mastitis five times, for which 3 of those times she was prescribed an antibiotic. She indicated the other two times she used a natural treatment of heat and compression. She indicated her mastitis has since resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged via email to medela (B)(4) that she purchased a freestyle breast pump in (B)(4) 2016 so that she could use the dual pumping option; however, from the first use, she felt that there was not enough suction to dual pump. She contacted customer service and an issue with the tubing was suspected, so she was sent replacement tubing. However, the new tubing did not resolve the customer's issue. She called back and, again, an issue with the tubing was suspected. The customer indicated that she decided to "just work with what she had" and spent one year single pumping until, on (B)(6) 2017, the pump would not create any suction at all. She had used it the night before without issue. She alleged that it didn't get wet and it wasn't dropped. She tried troubleshooting using online suggestions without success. She further alleged that she has had problems with engorgement and has had mastitis five times as a result of insufficient suction, though she did not report medical treatment.